Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h3, h4 and h6. Correction on fields: e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured.   The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where [no obvious deviations from instructions for use (IFU) were identified/the following deviation from instructions for use (IFU) was confirmed. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material remained in the subject device (possibly simethicone). The foreign material may not have been removed because the device was not reprocessed properly due to the leakage in the biopsy channel. However, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; air/water cylinder had no color; suction cylinder had no color; grip is shaved; right/left knob is shaved; label on the scope connector is damaged; electric connectorhas corrosion due to water leakage; due to damage on the channel tube, water tightness is lost; due to a scratch on objective lens, the image has dark area partially; image guide protector is damaged; distal end is deformed; air/water tube had foreign objects, jet tube had foreign objects; light guide bundle has breakage; distal end cover had a crack and objective lense had a scratch. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope air/water tube and jet tube had foreign material. There were no reports of patient involvement.